Manufacturer narrative:
Upon reassessment of the reported event it was determined that this product did not contributed to the event and hence the initial report needs to be voided.

Event description:
Upon reassessment of the reported event it was determined that this product did not contributed to the event and hence the initial report needs to be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unknown/unknown head/ lot # unknown. Item # unknown/ unknown stem/ /lot # unknown. Item # unknown/unknown cup/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01014, 0001822565 -2020 -01015.

Event description:
It was reported the patient underwent hip revision surgery 17 years post implantation due to pain, elevated metal ions, and implant corrosion. Head, stem and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.